Event description:
It was reported that the coroner listed the cause of death as sudep. The physician reported that the patient was receiving vns therapy at the time of death and that the patient experienced seizure reduction with vns therapy. The patient passed away while napping at home in the afternoon. The physician reported that the vns therapy was not related to the cause of death. The death was not witnessed.

Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away on (B)(6) 2005 due to status epilepticus. The patient was hospitalized when she passed. Attempts for additional relevant information have been unsuccessful to date.